Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an eval was performed. The eval found the device to be out of calibration. To address this issue, the device was re-calibrated and returned to the customer. (B)(4).

Event description:
Imp# (B)(4).